Manufacturer narrative:
(B)(4). Batch # n91c0x. The analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, 5 clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the lockout failure. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clipping cystic artery, clip twisted and crushed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.